Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 810:04 was confirmed by baxter personnel during product evaluation. The root cause was assigned to the air in line board out of calibration. The air in line board was recalibrated to correct this condition. Additional information: a service history review revealed that this device has not been serviced prior to this event for the reported condition.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter to report a colleague infusion pump for failure code 810:04 occurred during testing. This condition has the potential to cause an interruption of delivery. Patient involvement is unknown. The event occurred upon power up in the biomedical service department. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently 6.13.90, categorized as remediated.